Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device was discarded by the facility.

Event description:
It was reported that the patients right lead was explanted due to erosion of the lead through the skull. The physician plans to re-implant another lead later this year.